Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that pacemaker exhibited premature discharge of battery. The right ventricular (rv) lead exhibited over-sensing noise leading to pacing inhibition, and the lead noise was reproducible with pocket manipulation. Atrial lead exhibited noise and low sensing. The pacemaker and right ventricular (rv) lead was explanted and replaced. No intervention was performed for atrial lead, and it remained implanted. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device operated at high pacing output settings and auto capture was enabled during implant period. When automatic settings are programmed, such as auto capture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly, voltage is above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.